Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. No patient complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.